Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose of 22.8 mmol/l. Symptoms that were reported at the time of the incident included none. The customer was treated for the high blood glucose via insulin pump. The customer reported having issues with sensor updating. Troubleshooting was provided and customer was informed about the sensor issue. The insulin pump will not return for analysis.